Event description:
The complainant reported that the patient was on impella 5.5 support when the patient was moved to reposition impella in bed, immediately there was suction, and impella in ventricle alarms. After the physician repositioned, flows were better. The physician tried to reposition again for perfect placement under echo, and a motor current high alarm and pump stopped occurred. Troubleshooting was done but the impella did not restart. The 5.5 was removed and a new pump was replaced. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
The investigation of pump stop has been completed. The pump was returned for investigation. The data log shows that the pump stop with alarm 13 (motor current high) after 2 hours of pump run. The pump was unable to restart. No physical damage was observed on the returned product. The pump passed electrical testing. Pump was then soaked in a bucket of water, where white calcium-like biomaterial was observed on the impeller. The pump was also unable to start during the test run. The white, calcium-like biomaterial was removed using dental picks. Finally, the pump was run in a bucket of water as per specifications. The cause of the pump stop issue was biomaterial, based on returned product investigation.